Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the device has bubbled dso seal, worn uso seal. The complaint was confirmed by functional test. The cause is the dso seal. Replaced the dso seal to correct the reported problem. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a downstream occlusion seal degradation. The product fault occurred during testing. There was no patient involvement, no patient harm/ no adverse event reported, no delay of therapy and no related physical damage/abuse.